Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic procedure, a portion of the distal tip of a mitek p50 electrode broke off into the pt's joint space. The fragment was easily retrieved from the body, and the procedure was concluded successfully using another same electrode without further issue or harm to the patient.